Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ECG "d" dome wire was detached causing the faults. The root cause for damaged wire could not be positively identified. No adverse event resulted from the damaged belt.